Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to patients anatomy. The patient underwent a pocket repositioning and ipg replacement procedure wherein a non-rechargeable ipg was implanted. No device malfunction suspected. The patient was doing well post operatively. The explanted device was kept at the facility.